Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter in the syringe. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 309628 batch no. 8211598. It was reported that there was a ¿hair like filament¿ in the syringe after it was drawn up. Qa (complaints) has received the following complaint related to foreign matter observed in a bd syringe. Complaint description: the complainant stated that there was a ¿hair like filament¿ in the syringe after it was drawn up. Return component status: the syringe associated with complaint (B)(4) was returned. Quality assurance (qa) visually examined the returned syringes and observed unexpected material in each syringe. The syringes were submitted to quality control to measure and identify by ftir the material observed in the syringes. The isolated foreign matter was observed to be white in color and have dimensions of approximately 5 mm in length and 0.5 mm in width. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection (atr) mode of the lumos fourier transform-infrared (ft-ir) spectrometer (bruker). A similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the opus library spectra. The best matches obtained were avlin, enkron, and s25w polyester fibers. Based on the visual observations and similarity search, the foreign matter is most likely a fiber composed of polyester. Investigation request yes.

Manufacturer narrative:
Investigation summary two photos of a loose 1ml syringe containing approximately 0.05ml of clear fluid were received. It was observed there was a small white fiber floating within the fluid inside the syringe. The fiber appeared to be larger than level 2 in size and was rejectable per product specification. The customer atr and ftir analyses reported the foreign matter was most likely polyester. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the material handling process. The gowning smocks worn on the manufacturing floor are made of polyester. It is possible a small fiber from the smock made it inside of a barrel during the handling or manufacturing of the product. No corrective actions are necessary based on the defective rate identified. Batch 8211598 is considered in compliance with our product specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1 ml syringe luer-lok¿ tip had foreign matter in the syringe. This occurred on 2 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 309628, batch no. 8211598. It was reported that there was a ¿hair like filament¿ in the syringe after it was drawn up. Qa (complaints) has received the following complaint related to foreign matter observed in a bd syringe. Complaint description: the complainant stated that there was a ¿hair like filament¿ in the syringe after it was drawn up. Return component status: the syringe associated with complaint (B)(4) was returned. Quality assurance (qa) visually examined the returned syringes and observed unexpected material in each syringe. The syringes were submitted to quality control to measure and identify by ftir the material observed in the syringes. The isolated foreign matter was observed to be white in color and have dimensions of approximately 5 mm in length and 0.5 mm in width. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection (atr) mode of the lumos fourier transform-infrared (ft-ir) spectrometer (bruker). A similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the opus library spectra. The best matches obtained were avlin, enkron, and s25w polyester fibers. Based on the visual observations and similarity search, the foreign matter is most likely a fiber composed of polyester. Investigation request: yes.